Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient stated that they changed out the heater bag but not the other supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who reused single-use supplies during peritoneal dialysis therapy. The patient changed out the heater bag, but did not change the other supplies. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.